Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. A secur-fit advanced stem, 36 +0 biolox ceramic head, and 36e poly liner were revised to an adm/mdm liner construct with a competitor stem and head. Rep reported that no further information is available.